Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #1)may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax(device #1). An additional emdr was submitted to represent the bard/davol 3dmax(device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b7, d4 (product catalog no., UDI no.), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol - 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol - 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent bilateral inguinal hernia repair. Two (2) unspecified bard/davol 3dmax (device # 1 and device # 2) was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of two (2) failed 3dmax (device # 1 and device # 2). During the procedure, the doctor noted ¿the mesh was rolled upon itself toward the inferior aspect of the mesh placement." The 3dmax(device #1 and device # 2) implanted in patient failed to reasonably perform as intended. The 3dmax(device #1 and device # 2) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax(device # 1 and device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax(device #1 and device # 2). Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (right - device 1 and left - device 2). Per op notes, "in the right side, a 3dmax mesh (device 1) was placed and tacked. In the left side, a 3dmax mesh (device 2) was placed and tacked." On (B)(6) 2017 - patient was diagnosed with recurrent bilateral inguinal hernia, right groin meshoma thereby underwent robotic repair with the removal of 3dmax mesh (device 1 and 2). Per op notes, "on the right side, the mesh (device 1) was rolled up on itself and folded, also adherent causing pain and hematoma was excised completely. On the left side, the mesh (device 2) found adherent was dissected and removed."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1)may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent bilateral inguinal hernia repair. Two (2) unspecified bard/davol 3dmax (device #1 and device #2) was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of two (2) failed 3dmax (device #1 and device #2). During the procedure, the doctor noted ¿the mesh was rolled upon itself toward the inferior aspect of the mesh placement.¿ the 3dmax (device #1 and device #2) implanted in patient failed to reasonably perform as intended. The 3dmax (device #1 and device #2) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax (device #1 and device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax (device #1 and device #2).